Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they loved their first device it worked to help their symptoms, they could feel sensation in their vagina and then they got a pneumonia and had this coughing for a month they could not stop coughing and when they coughed they peed and could not stop peeing. Patient said after they got rid of the cough they were still peeing so they went to see their health care provider (hcp) and they gave them a new one.